Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up and upon interrogation the pulse generator exhibited oversensing. The device was reprogrammed and the oversensing problem was significantly reduced. The patient would be monitored.